Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch ultramini meter displayed an ¿error 2¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he first obtained the alleged error message at an unspecified time on (B)(6) 2015. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his regular diabetes management routine as a result of the message he obtained. He alleged that ¿two hours¿ after obtaining the message, he developed symptoms of ¿dizziness and blurred vision.¿ he reported that he self-administered 6 units of humalog insulin to treat his symptoms. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and, based on the information provided, there had been no misuse of the product. When the power button was pressed, the error 2 message occurred. The issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/31/2015). The patient¿s meter has been returned on 5/15/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.